Manufacturer narrative:
Per tandem¿s t:slim user guide, ¿the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered. This can lead to a cartridge error, which will require a new cartridge.¿no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled the cartridge with at least 300 units and the pump declared a cartridge alarm 5. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.